Event description:
During a laparoscopic closure of the vaginal stump, it was reported that the needle broke in half. One half remained in the device and the other half fell into the patient's cavity and could not be found. To finish, they opened a new suture. There was less than a 30 minute delay, no tissue loss or damaged, no bleeding, and no need to extend the incision. No adverse event reported due to the problem. The sample has been discarded but a companion sample is expected for investigation.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/06/2015.

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/17/2015.

Manufacturer narrative:
(B)(4).